Event description:
The complainant reported that a "defective impella catheter" alarm appeared upon connecting an impella cp pump to the automatic impella controller during preparation for patient support. The pump was replaced to resolve the issue. No patient harm was reported.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.